Event description:
Information received indicates the hi/low function is drifting down after being raised.

Manufacturer narrative:
The facility cleaned the hi/low drive brake assembly to repair the bed.